Event description:
The facility representative reported a colleague infusion pump with an unspecified problem. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined the reported condition to be a main battery issue. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the evaluation of the device confirmed damaged batteries in the event history. The potential root cause of this condition was due to depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.